Event description:
Account reported patient had experienced over infusion three times. Therapy was tpn. Total bag volume including overfill for prime was 1560 - rate was 65 ml per hr for 24 hours. First day bag was empty 1 hr early, second day bag was empty 2 hrs early, third day bag was empty 3 hrs early. Tubing set used is 2m9858 and set was changed each time a new bag was hung. Account reported no injury to patient and no medical intervention required.